Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic after experiencing a presyncopal episode on (B)(6) 2017, upon interrogation at that time showed ventricular and atrial lead noise had resulted in inhibition of pacing causing the symptoms. Prior to lead revision interrogation confirmed noise on both leads. The leads were both capped and were replaced successfully on (B)(6) 2017. The patient remained stable before during and after the procedure and would be monitored.